Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported ((B)(6)) high impedances were observed. The pt underwent revision surgery on (B)(6) 2013 where it was noted the lead was in the 9-16 header port, whereas the nurse was measuring the impedance for the 1-8 header port. The issue was resolved by placing the lead in the 1-8 header port. The pt is receiving effective stimulation.